Event description:
It was reported, the flex video scope exhibited encrustations that were present on the endoscope tip that could not be removed manually. The issue occurred during an emergency exam. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported encrustations that were present on the endoscope tip that could not be removed manually during an emergency exam. However, the encrustations were found after the procedure. The customer made multiple attempts at manual reprocessing to remove the encrustation left behind from the surgical glue. The device was returned to olympus for repair, and was not used in subsequent procedures. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.